Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in hospital for an unrelated syncopal episode, reproducible noise was observed on the atrial lead. No intervention was performed. Patient was stable and will continue to be monitored.